Manufacturer narrative:
Initial and final MDR 1876072. Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient faced that the infusion set cannula was bent within 3 hours of insertion at abdomen, which caused the patient's blood glucose was elevated (specific value was unknown) but blood glucose remained 54-500mg/dl (3.0-27.7 mmol/l). Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available